Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programming head was not working upon connection to the programmer. The issue was reproduced with several programmers.

Manufacturer narrative:
Preliminary analysis revealed a proper functionning of the returned programming head.

Event description:
Reportedly, the subject programming head was not working upon connection to the programmer. The issue was reproduced with several programmers.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject programming head was not working upon connection to the programmer. The issue was reproduced with several programmers.